Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a separation at the bi-fuse connection site while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of separation at the connection was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the reported failure was not determined.

Event description:
The customer reported a separation at the bi-fuse connection site while connected to a patient. There was no patient harm.

Event description:
The customer reported a separation at the bi-fuse connection site while connected to a patient. There was no patient harm.